Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the fenestrated bipolar forceps instrument was not tracking the surgeon's movements correctly. The procedure was completed with no reported injury. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The fenestrated bipolar forceps instrument was analyzed and fa investigations could not replicate the customer-reported complaint. The instrument was placed and driven on an in-house system. The instrument passed grip testing. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips/tips opened and closed properly.